Event description:
It was reported the patient was having a significant drop in heart rate with every stimulation; 90 beats per minute (bpm) to 45 bpm. The patient's off time was temporarily lowered to 1.1 minutes to see if the drop in heart rate could be timed. The company representative was at the appointment with the cardiologist when this was confirmed. It was unclear how long this has been occurring, but the patient had been reporting he was very tired. The cardiologist informed the patient that he needed to go back and see his neurologist to determine how to proceed. That patient has seen a dramatic improvement in seizure frequency, so they do not want to discontinue therapy. It was suggested that the physician's try to see if the heart rate issues have corresponded with any increased settings or medication changes.

Manufacturer narrative:
Describe event or problem; corrected data: "the surgeon had also noted that the patient had lightheadedness and feels ill when the vns stimulates and causes bradycardia." This information was inadvertently left off of the supplemental #01 MFR. Report.

Event description:
The surgeon had also noted that the patient had lightheadedness and feels ill when the vns stimulates and causes bradycardia. It was noted the vns had impedance values within normal limits and that the neurologist does believe the bradycardia is due to vns as the bradycardia improved slightly when the parameters were adjusted; however, the patient had an increase in seizures due to the decreased vns therapy. The increase in seizures was still noted to be below pre-vns baseline levels. It was explained that the patient was unable to tolerate and increase in output current as she was having pain in her chest and coughing with stimulation. The settings were adjusted due to the reported pain and coughing.

Event description:
It was later reported the patient's vns frequency setting was reduced to 25hz and the pulse width was reduced to 130 usec. It was noted the patient's bradycardia improved. Instead of dropping into the 40 beats per minute range, her heart rate dropped to 60 beats per minute. However, the patient did have an increase in seizures due to the reduced settings. Due to the increased seizures, the vns settings were increased again, but the patient was unable to tolerate the increase. The current was reduced to what it was previously, and the patient still could not tolerate and began having chest pains. Clinic notes from the physician were later received, further describing the events and the adjustments listed above. Additionally, it was noted the patient's heart rate actually dropped into the 20-40 beats per minute range. Additionally, clinic notes from the surgeon were received and the surgeon discussed how the electrode array of the vns lead was already placed high on the patient's nerve, and he did not believe he would be able to place the lead any higher. The surgeon did not feel it was in the patient's best interest to undergo surgery at this time, as he felt he could not place the electrodes higher, so he suggested a pacemaker. Attempts for additional relevant information have been unsuccessful to date.